Event description:
The patient reported a leak at the infusion set site resulted in high blood glucose on (B)(6) 2026 .the patient replaced the leaking infusion set and continued insulin delivery using the insulin pump.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia. Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.